Event description:
It was reported that the pump was not vibrating when alerts and alarms were declared. As result, the customer experienced a blood glucose (bg) level that was displayed as "low", although a specific value was not provided. The customer consumed carbohydrates to address bg. During troubleshooting with tandem technical support (tts), it was found that the pump was working as intended. The customer acknowledged and continued using the pump for insulin therapy.